Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and confirmed the reported issue. The se replaced the compressor and installed two new compressor filters. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during testing the 840 ventilator compressor was inoperative. There was no patient involvement.